Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520 mg/dl. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. At the time of the report to tandem technical support, the customer was still hospitalized, however customer indicated the issue was resolved and no permanent damage was sustained. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer declined a system check with tandem technical support. Reportedly, the customer reverted to manual injections for insulin therapy.